Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A 3.0-3.5mm tortuous and calcified mid/proximal right coronary artery (rca) was the target treatment area. A non-csi guide catheter and wire were advanced and wire exchange was performed for a viperwire advance guide wire. The diamondback 360 coronary orbital atherectomy device (oad) was then advanced and two treatments on low speed were performed. When the oad was being removed, the viperwire was pulled back from the posterolateral (pl) branch of the rca and a perforation was observed. Attempts to advance balloons to treat the perforation were unsuccessful. A wire exchange was attempted but was unsuccessful. Wire access was lost and could not be regained. The patient was sent to the operating room (or) and expired.